Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determine the root cause of the reported dislodged cannula. Lot release records were reviewed, and the product lot met all acceptance criteria.

Event description:
It was reported by the patient¿s mother that the patient¿s blood glucose levels increased to above 400 mg/dl after less than 24 hours of pod wear on the back. Upon inspection, it was found that the cannula had dislodged from the skin at the infusion site. The mother applied a new pod and the patient successfully resumed therapy. No medical intervention was reported.